Manufacturer narrative:
This is the same event as 3010536692-2016-00328.

Event description:
Allegedly, patient was revised due to mom complications: pain; popping/clicking; locking of hip. Left.

Event description:
Additional information 5/17/2016. Additional explanations included.